Event description:
The pt stated that while bolusing he discovered that his infusion tubing was partially separated at the luer lock. He did not experience any physiological effects and did not notice insulin leaking from the infusion tubing. The patient stated that he replaced the infusion tubing and proceeded to bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.